Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of a thoracic aortic artery using gore® tag® conformable thoracic stent graft with active control system. Two gore® tag® conformable thoracic stent graft with active control system were implanted. The tgmr373720j was implanted proximally and the tgmr404020j was implanted distally. After all devices were implanted, a distal type I endoleak was observed. After the touch-up ballooning was performed, the distal type I endoleak seemed resolved. On an unknown date in (B)(6) 2020, a week later since the initial procedure, follow-up CT imaging revealed that the distal type I endleak remained. The physician decided to monitor it. On (B)(6) 2020, the follow-up CT imaging observed the distal type I endleak still remained and the aneurysm was enlarged to 64.4 mm from 58.5 mm. On (B)(6) 2021, the patient underwent reintervention. A gore® tag® conformable thoracic stent graft with active control system was implanted to just above the celiac artery. However, the distal type I endoleak was not resolved. The amount of the leak decreased, so the physician decided to monitor it. The physician stated that the bird beak of the distal end of the tgmr404020j was observed and additional gore® tag® conformable thoracic stent graft with active control system was implanted but the bird beak was not able to be resolved. He said that the stent graft should have been implanted to just above the celiac artery when the initial procedure, and if the aneurysm enlarged continually, additional stent graft will be implanted to just above the superficial mesenteric artery.